Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 49-79 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer did not consume enough food and over-estimated how much insulin was needed. Recommendation was made to consult with healthcare provider regarding diabetes management.